Event description:
It was reported that a device displayed a "system error 322" message. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 322," caused by loose upper and lower latch switch screws. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.